Event description:
Boston scientific received information that from a non-boston scientific sales representative, that this lead displayed noise, resulting in oversensing. The patient was presented in the operating room for a routine device change out procedure. The physician elected to continue using the lead, as the pacing and sensing functions were appropriate. Additional information was sought from the non-bsc sales representative, however, at this time, additional information was not available. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.